Manufacturer narrative:
A steris service technician arrived onsite and found the chemical dosing system to the reliance 444 washer to be leaking. The technician repaired the washer and dosing system, tested the unit and confirmed it to be operating properly. No additional issues have been reported. The washer was manufactured in 2004 and is serviced and maintained by the user facility.

Event description:
The user facility reported that detergent was leaking from their reliance 444 washer and onto the floor.